Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. The customer reported that they are unable to reach target pressure. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that they found a problem with the test configuration. The customer was connected to the wrong port on the flow module. When correcting the set up, the unit passed upon re-test. The device was not in patient use at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation.

Event description:
The customer reported that they are unable to attain the target pressure. There was no patient involvement.